Manufacturer narrative:
No devices were returned for review, therefore their condition cannot be described. The manufacturing documentation could not be reviewed as the lot numbers are unavailable. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices could not be reviewed as item/lot information is unavailable. A complaint history search could not be performed due to the lack of identifying product information. With the information provided, a definitive root cause cannot be determined.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315007172. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that an unknown number of patients were revised due to adverse local tissue reaction secondary to corrosion at the head-neck junction. The patients presented with recurrent instability along with generalized pain and weakness or limping.